Event description:
The patient called the hospital to report very dark urine. Once the patient arrived at our emergency room and labs were drawn, ldh came back at 1500. The patient was admitted and went for a lvad pump exchange.